Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert for elevated right atrial (ra) lead impedance. An acute increase in impedance was suggestive of a lead fracture. The lead was capped and replaced. It was also reported that there was abnormal battery depletion. The device was explanted and replaced. The patient is enrolled in the (B)(4) registry study. No patient complications have been reported as a result of this event.